Event description:
Reporter alleged that the inform meter starting smoking and had melted plastic on it. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.